Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported on (B)(6) 2015 she tested 5 inr on the coaguchek xs system while a comparison lab result was 3.5 inr. On (B)(6) 2015, customer tested 5.6 inr on the coaguchek xs system while a comparison lab result was 3.5 inr. No action or inaction was taken based on the incident. No adverse event was reported. Return of suspect system was requested.